Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel perforation occurred. This watchman access system (was) was selected for a left atrial appendage (laa) closure procedure. During the procedure fluoroscopy with dye injection revealed a perforation to the laa during use of the was; the anatomy was noted to have been tortuous. The perforation was treated by pericardiocentesis drain. The patient went to surgery; the appendage was excised and sutured shut. No further patient complications were reported and the patient status is stable.